Manufacturer narrative:
Batch review performed on 28 april 2021: lot 1900203: (B)(4) items manufactured and released on 13-june-2019. Expiration date: 2024-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Primary performed in (B)(6) 2021. Post-op x-rays revealed a malpositioned cup. In (B)(6) 2021 the surgeon successfully revised the cup, liner, and head.